Event description:
On 8/18/2000 during a visit to the customer site, a datascope rep learned of a pt death following a stent procedure/aortagram with bilateral iliacs. The rep was informed that a vasoseal es was deployed following the procedure. Little info was made available, but upon further investigation, the rep learned that the pt had a retroperitoneal bleed resulting from a perforated artery. No further details regarding the incident were given.